Event description:
Reporter is a hosp and uses the inform system made by roche diagnostics. Reporter has had four systems malfunction by catching on fire and melting the units. These have been reported to the manufacturer through their call center. Reporter has gotten replacement product and has had recurring melt downs of the units. There has to be something wrong with them. The units are not in use at the time they "spontaneous combust". They are just plugged in and sitting idle on a counter top. Roche has not told them what is wrong.